Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of erosion, pain, infection and abscess are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced scrotal pain and infection. A cystoscopy revealed cuff erosion. As a result, the pump and cuff were explanted. During surgery, a collection of pus was discovered. The physician decided to allow time for urethral healing before attempting reimplantation. No further patient complications were reported.